Event description:
Device evaluation . Lifescan received the meter involved with this complaint. Device evaluation was completed on (B)(6) 2014. The meter involved with this complaint failed testing. Analysis was not possible for the meter involved with this complaint due to the noted secondary issue of data corruption.